Event description:
It was reported that the patient experienced erosion with a sling. A surgical procedure was performed in which the existing sling was removed and a new artificial urinary sphincter (aus) was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should pertinent additional information become available, it will be provided.